Manufacturer narrative:
Section e: reporter information corrected. Section h6: health effect - clinical code corrected. Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached abstract. Device was implanted at time of event. Section b3: date of event has been entered as 01dec2022 since the patients were implanted between 2017 and 2022. Author information: timothy j. George, et al. Journal of surgical research, 287:40-46 doi: 10.1016/j.jss.2023.01.015. Department of advanced heart failure and mechanical circulatory support, baylor scott and white, the heart hospital, plano, texas. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 devices and the reported strokes, bleeding, and right ventricular failure could not be conclusively determined through this evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, including bleeding, right heart failure, and stroke, that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6, under ¿right heart failure¿, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a and d - specific patient information and device information are unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article titled ¿the impact of momentum 3 trial eligibility on left ventricular assist device outcomes: a real-world experience¿ identifying that heartmate 3 may be related to death, stroke, bleeding, and right heart failure requiring right ventricular assist device (rvad) support. This is a retrospective study of all primary left ventricular assist device (lvad) implants from 2017 to 2022. Primary stratification was according to momentum 3 inclusion and exclusion criteria. Primary outcome was survival. Secondary outcomes included complications and length of stay. As with all clinical trials, stringent inclusion and exclusion criteria designed to ensure trial population homogeneity may have led to the selection of a healthier cohort of patients than the total population of lvad implantations performed worldwide. Thus, it was unclear to what extent the trial outcomes can be generalized to the larger, end-stage heart failure population. Furthermore, the difference in outcomes between trial eligible patients and real-world patients has been poorly characterized. A total of 96 patients were included in this study. At a median follow-up of 501.5, 75 (78.13%) patients are still alive. The overall 30-day, 1-year, and 2-year survival were 96.88%, 85.54%, and 79.46% respectively. When stratified by momentum 3 trial criteria, patients who would have been excluded from the trial had similar 30-day survival, but lower 1-year, and 2-year survival. The two groups had similar rates of bleeding, stroke, and right ventricular failure requiring rvad support. Despite similar rates of complications, patients who would not have qualified for the trial had a longer length of stay associated with their lvad implantation than those who would have qualified. This difference appeared to be driven by a longer preoperative length of stay as their postoperative lengths of stay were similar. On multivariable analysis, being retrospectively eligible for the momentum 3 trial was strongly protective of 1-year and 2- year mortality. At both time points, cardiopulmonary bypass time was strongly associated with an increased hazard of mortality. By contrast, at both time points, need for concomitant operation and need for a redo sternotomy appeared to be protective of mortality. In this retrospective analysis, it was found that eligibility for the momentum 3 trial was associated with improved 1 and 2-year survival on both unadjusted and adjusted analysis. Although ineligibility from the trial was not associated with an increased rate of complications, it was associated with a longer overall and preoperative length of stay. Specific patient information and device serial number were documented as unknown. The device was implanted at the time of the event.